Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a display malfunction on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. However, an app crash was confirmed. The reported event of a screen malfunction on the mobile app is reportable based on the finding of a an app crash. No injury or medical intervention was reported.